Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Concomitant medical products: patient medications include but are not limited to: nifedipine 90 mg oral tablet, extended release 1 tab po daily last dose taken: status: still taking, as prescribed source: patient-carvedilol 25 mg oral tablet 1 tab po bid (w/meals) -chlorthalidone 25 mg oral tablet 2 tab po daily, -clopidogrel 75 mg oral tablet 1 tab po daily -nicotine 14 mg/24 hr transdermal film, extended release 1 patch topical daily.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment and the left renal artery was implanted with a 6x22mm icast covered stent for treatment of renal malperfusion.on (B)(6) 2015, the patient underwent treatment for a type ii endoleak involving the left subclavian artery (lsa); coil embolization of the lsa was performed. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4). Please see results of imaging evaluation.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a type b complicated dissection and was implanted with a gore® tag® thoracic endoprosthesis, surgical debranching of the left subclavian artery (lsa) was also performed. The patient tolerated the procedure. It was also reported that the procedure was a reintervention of a previous endovascular repair involving non gore devices.